Event description:
Boston scientific received information that this patient developed an infection after the implant of this product. Redness across the anterior chest and scabbing at the lateral aspect of the incision was first noted. The patient also reported itching. The patient was given medication, however the redness became more severe. The medication was discontinued and the itching and redness involved with the infection improved. The patient was diagnosed hypersensitive to the medication, and taken off antibiotics. A cortisone cream will be used to control the infection, with a follow-up planned in the near future.

Manufacturer narrative:
The product remains in service. No further information is available. This report will be updated if more information becomes available.